Event description:
The customer reported the reflux is not working. Multiple attempts were made for more info on the event and pt status with no response to date. The pt impact is unk.

Manufacturer narrative:
The company svc rep examined the sys and replaced the footswitch pcb. The sys was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).